Event description:
It was reported to medtronic neurosurgery that the product was used in a ventriculo-peritoneal shunt surgery. According to the report, the physician found that the valve was leaking when connected. Reportedly, the physician suspected that there was a hole on the valve that caused leakage. The report stated that the physician used a new one to complete the surgery. According to the report, the patient is currently ok.

Manufacturer narrative:
The valve was patent. The device did not meet the requirements for leak, siphon, reflux or pressure flow testing at -50 cm hydrostatic pressure (hp) due to a tear across the top membrane of the delta chamber. The valve met the requirements for pressure flow testing at 0 cm hp and pre-implantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. There was proteinaceous debris in the interior and the exterior of the device. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).